Event description:
It was reported that following multiple falls patient experienced ineffective therapy, patients leads had high impedances. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Additional information indicates no intervention was undertaken on patients t9 lead and there are no allegations against the lead.

Event description:
Additional information indicates no intervention was undertaken on patients t9 lead and there are no allegations against the lead.